Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown. The customer indicated that the air bubbles out and would take it off. The reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Evaluated 4 open/used reservoirs(transfer guards not returned). Using a new lab transfer guard; performed pre-fill reservoir test per dop114-811. Found no air bubbles no air bubbles anomaly when removing transfer guards, checked o-rings for defects and none was found. Conclusion: no air bubbles.